Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge change error during the loading process. There was no reported impact to the customer's blood glucose level. Although requested, additional information regarding the event was not provided.